Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, during a product demonstration, after inserting a stylet into the lumen of the loop section of the device (j-chip nephrostomy catheter), a malfunction occurred in which the stylet could not be removed due to strong resistance. Ultimately, it was possible to remove the stylet by pulling quite hard. It was not inserted into the body.